Manufacturer narrative:
Product event summary: analysis did confirm the customer comment that after powering down the generator's pace and sense light-emitting diodes (led's) remained on and it was attributed to the main printed circuit board (pcb) being out of specification. Analysis also found the upper case, two side bail covers and the battery drawer broken, the lower case broken and contaminated, the ring cover and keyboard pad contaminated, the battery contacts compressed and the ring bent. Further analysis was performed on the main pcb. This analysis was unable to reproduce the failures seen during initial repair of the device. There was contamination within the unit. It is likely this may have been responsible for the reported failures, the main pcb is within operational specification.

Event description:
It was reported that after powering down the external pulse generator's pace and sense light-emitting diode (led) remained on. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.